Event description:
It was reported that the programmer screen and the stylus pen would not calibrate. It was further reported that several pens were tried but the situation did not resolve. The programmer was sent in for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the touch screen was unresponsive but the stylus pen worked normally. As a result the touch screen was replaced.